Manufacturer narrative:
(B)(4). Date sent: 2/16/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trouble shooting steps were taken during the event in attempt to open the device? What is the surgeons experience with the device? What is the current patients status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during kidney procedure, stapler was used on case that malfunctioned while clipped down on the patient¿s renal artery. The company was called by the accredited case manager (acm) who had them on the phone to assist the doctor, but they could not help the doctor remove the stapler from the patient safely. This caused much stress and was a huge safety issue for the patient. The surgeon ended up opening and using another stapler to safely remove the stapler and the specimen from the patient. There were no patient consequences reported.